Event description:
Information received a smiths medical cadd legacy pump 6400 was in use and it just started beeping. Patient could not determine why(she checked tubing, clamps and cassette) no error code given. Reported pump under warranty. No patient adverse events reported.

Manufacturer narrative:
Other, other text: additional information: e1( cutomer facility name) and h6 ( patient code). Device evaluation: one cadd legacy 1 pump was returned for analysis due to beeping. Afunctional check and a visual inspection was performed. The issue was unable to be repeated. The pump's event history logs showed "high pressure, powering down the pump turning it on cleared the alarm messages after pump starting. It's recommend that the downstream occlusion sensor to be replaced.